Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).during a surgery to reimplant a patient following treatment for infection, the protective sleeve on the distal stem taper would not coe out as expected. After 40 minutes and multiple attempts to cut/pull it out, it was finally removed and the case was finished.the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Depuy orthopaedics, inc. Issued a voluntary device correction of all lots of the reclaim taper sleeve protector instrument because the product can be difficult to remove from the distal stem both before surgery and after proximal reaming. The immediate remedy is for all users to discard the affected taper sleeve protector prior to stem implantation. No further corrective action is found necessary. (B)(4)

Event description:
During a surgery to reimplant a patient following treatment for infection, the protective sleeve on the distal stem taper would not coe out as expected. After 40 minutes and multiple attempts to cut/pull it out, it was finally removed and the case was finished.